Event description:
It was reported that the unit was repaired on (B)(4) 2010 for an e1 error message. It was reported that the unit is still displaying an e1 error message.

Manufacturer narrative:
Additional info will be provided once investigation is completed.